Manufacturer narrative:
The insulin pump had all buttons function properly. No button error alarms noted . However corroded keypad traces noted during visual inspection. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.